Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse found waste exit canister float switch broken and replaced float switch. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they opened the hydro in unicel dxc 800 pro synchron clinical system to make adjustments to the regulator, and discovered a leak directly under the waste exit sump canister. No injury was reported on this issue.